Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Received device was in good condition. Visually inspected the device and found that h-2 pressure gauge faulty. The root cause of the reported issue could not be determined with the provided information. Actions were taken to mitigate the reported issue: replaced pressure gauge.

Event description:
It was reported that the device had a damaged gauge. No patient injury was reported.